Manufacturer narrative:
(B)(4).

Event description:
Information was received (via a manufacturer representative) from a healthcare professional regarding an extension fail. It was reported that the electrode 2 was out of range and "could not be brought back." The extension was being tested when the issue was identified. It was connected to a lead through a trialing cable. Troubleshooting included using a new trialing cable and thoroughly cleaning the extension. The extension was implanted and explanted during the same procedure, and a new extension was used and worked. There was no surgical intervention that occurred, nor planned. The patient was alive with no injury. The issue was resolved at the time of the report.